Event description:
It was reported that the gas analyzer test failed during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer on site. During the visual inspection, it was noticed that liquid had entered the machine and damaged the air gas module, which was therefore replaced. The gas analyzer failure was resolved by replacing the aion platinum. The air gas module was not returned, but a picture of an excessive amount of moisture in the air gas module filter housing was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the anesthesia workstation must not be exceeded.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system d4 ¿ version or model # - previous version or model #: flow-c , corrected version or model #: 6887700. H4 ¿ manufacture date - previous manufacturing date: 2023-02-07, corrected manufacturing date: 2023-01-31.

Event description:
Manufacturer's ref: # (B)(4).